Manufacturer narrative:
Revision to the initial MDR in block e1 initial reporters name. This supplemental report was created to capture additional information.

Event description:
It was reported that the right ventricular (rv) lead was not successfully implanted due to lead fracture and was confirmed through xray. Also, it was noted that the helix portion was noted to be deformed during screw-in. This lead was never in service and a new lead was successfully placed. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was not successfully implanted due to lead fracture and was confirmed through xray. Also, it was noted that the helix portion was noted to be deformed during screw-in. This lead was never in service and a new lead was successfully placed. No adverse patient effects were reported.